Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated issue, a reportable problem was found. An open connection was found in the trunk cable.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon servicing, the blank (main batt) wire was open inside the truck cable. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt.